Event description:
Same case as MFR ID # 2134265-2012-04316. It was reported via a journal article that during a stenting treatment procedure, stent damage occurred. The patient presented with exertional angina and evidence of non-invasive inferior ischemia. The severely stenosed target lesion was located in the proximal right coronary artery (rca). The 4.0x20mm promus element stent was deployed and it was noted that the balloon caught on the distal end of the deployed stent and pulled the guide catheter onto the proximal end of the stent. The deployed stent was shortened by 5mm. The shorted stent exposed residual stenosis in the target lesion. A 4.0x8mm promus element stent was deployed and post-dilated with multiple inflations using a non-complaint balloon. Following balloon post-dilation, stent strut separation with thrombus and plaque prolapse was noted. The lesion was then treated with a 4.0x8mm non-bsc stent with good angiographic result. No additional patient complications were reported and the patient status is fine.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).